Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('segment of fimbriated fallopian tube with an embedded essure contraceptive device'), pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. C03089) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal, vaginal bleeding, abdominal pain, light-headed, fatigue, uterine bleeding, asthma, shortness of breath, premature delivery (3) and irregular menstrual cycle. (B)(6) 2017- surgical pathology diagnosis: a. Left fallopian tube segment with essure: - segment of left fallopian tube with a intact essure device. B. Right fallopian tube segment with essure: - segment of right fallopian tube with an intact essure device. Previously administered products included for an unreported indication: clotrimazol and anaprox. In(B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2015, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion ("segment of fimbriated fallopian tube with an embedded essure contraceptive device"), abdominal pain ("severe abdominal pains") and menstrual disorder ("abnormal periods"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, pelvic pain, genital haemorrhage, device expulsion and migraine outcome was unknown and the abdominal pain, headache, dysmenorrhoea and menstrual disorder had resolved. The reporter considered abdominal pain, device expulsion, dysmenorrhoea, embedded device, genital haemorrhage, headache, menstrual disorder, migraine and pelvic pain to be related to essure. The reporter commented: she had need for additional surgery. Discrepant information: (B)(6) 2014, she implanted essure (previously reported as (B)(6) 2014). Insertion details-3 number of coils on the left and 3 number of coils on the right side visualized as per mr essure insertion date is (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2014: results: total bilateral occlusion. Pregnancy test - on (B)(6) 2013: negative; on (B)(6) 2014: negative. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: pelvic pain. Most recent follow-up information incorporated above includes: on 22-jul-2019: plaintiff fact sheet +medical records received - lot number added. New event embedded device and partial expulsion of device were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pap smear abnormal. Previously administered products included for an unreported indication: clotrimazol and anaprox. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea (cramping)"). In august 2014, the patient had essure inserted. In 2015, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced abdominal pain ("severe abdominal pains") and menstrual disorder ("abnormal periods"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genitals haemorrhage and migraine outcome was unknown and the abdominal pain, headache, dysmenorrhoea and menstrual disorder had resolved. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, headache, menstrual disorder, migraine and pelvic pain to be related to essure. The reporter commented: she had need for additional surgery. Discrepant information:aug-2014, she implanted essure (previously reported as jan-2014). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2014: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received:reporters added and updated patient demographics. Laboratory data were added. Added suspect drug inaction. Added events abnormal bleeding (general), migraines / headaches, dysmenorrhea (cramping), abnormal periods. Updated events and onset date. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('segment of fimbriated fallopian tube with an embedded essure contraceptive device'), pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. C03089) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal, vaginal bleeding, abdominal pain, light-headed, fatigue, uterine bleeding, asthma, shortness of breath, premature delivery (3) and irregular menstrual cycle. (B)(6) 2017- surgical pathology diagnosis a. Left fallopian tube segment with essure: - segment of left fallopian tube with a intact essure device. B. Right fallopian tube segment with essure: - segment of right fallopian tube with an intact essure device. Previously administered products included for an unreported indication: clotrimazol and anaprox. In (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2015, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion ("segment of fimbriated fallopian tube with an embedded essure contraceptive device"), abdominal pain ("severe abdominal pains") and menstrual disorder ("abnormal periods"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, pelvic pain, genital haemorrhage, device expulsion and migraine outcome was unknown and the abdominal pain, headache, dysmenorrhoea and menstrual disorder had resolved. The reporter considered abdominal pain, device expulsion, dysmenorrhoea, embedded device, genital haemorrhage, headache, menstrual disorder, migraine and pelvic pain to be related to essure. The reporter commented: she had need for additional surgery. Discrepant information: (B)(6) 2014, she implanted essure (previously reported as (B)(6) 2014). Insertion details-3 number of coils on the left and 3 number of coils on the right side visualized as per mr essure insertion date is (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2014: results: total bilateral occlusion. Pregnancy test - on (B)(6) 2013: negative; on (B)(6) 2014: negative. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record:pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-aug-2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('segment of fimbriated fallopian tube with an embedded essure contraceptive device'), pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. C03089) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal, vaginal bleeding, abdominal pain, light-headed, fatigue, uterine bleeding, asthma, shortness of breath, premature delivery (3) and irregular menstrual cycle. (B)(6) 2017- surgical pathology left fallopian tube segment with essure: segment of left fallopian tube with a intact essure device. Right fallopian tube segment with essure: segment of right fallopian tube with an intact essure device. Previously administered products included for an unreported indication: clotrimazol and anaprox. In (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2015, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion ("segment of fimbriated fallopian tube with an embedded essure contraceptive device"), abdominal pain ("severe abdominal pains") and menstrual disorder ("abnormal periods"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, pelvic pain, genital haemorrhage, device expulsion and migraine outcome was unknown and the abdominal pain, headache, dysmenorrhoea and menstrual disorder had resolved. The reporter considered abdominal pain, device expulsion, dysmenorrhoea, embedded device, genital haemorrhage, headache, menstrual disorder, migraine and pelvic pain to be related to essure. The reporter commented: she had need for additional surgery. Discrepant information:(B)(6) 2014, she implanted essure (previously reported as (B)(6) 2014). Insertion details-3 number of coils on the left and 3 number of coils on the right side visualized as per mr essure insertion date is (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2014: results: total bilateral occlusion. Pregnancy test - on (B)(6) 2013: negative; on (B)(6) 2014: negative. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record:pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("severe abdominal pains"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain and pelvic pain to be related to essure. The reporter commented: she had need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.